Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the touchscreen displays a "glare" when attempting to unlock the pump. Customer reported that after the pump is unlocked the touchscreen appears to be normal with no glare. At the time of the call the customer stated the touchscreen was functioning as intended. Customer's blood glucose level was 226 mg/dl.